Event description:
Boston scientific received information that this device system detected a shock impedance measurement greater than 2,000 ohms. The patient was brought into the clinic for defibrillation threshold testing. Additionally, the patient reported that the device was beeping. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that under fluoroscopy, the physician stated that the lead was fractured at the point where the lead entered the subclavian vein. An invasive revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.